Event description:
This device was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 08/06/2018 stating that this device had impedance greater than 3000 ohms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).